Event description:
It was reported the pump was dropped and the touch screen became unresponsive and has white lines going across the screen. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.